Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that they had some problems on monday afternoon. The patient stated that they were not feeling that great on tuesday and could tell they were going through withdrawal. The patient went to the hospital, and they found that the motor had stalled in the pump. The patient mentioned that they had not gotten medication for a long time because they did not feel normal until the next day after they started it back up with the computer. The patient also mentioned they never heard an alarm from the pump, and they can hear when it goes off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient has an appointment with their healthcare provider next ¿friday¿ and inquired about a rep attending.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that per the patient, their pump had had a motor stall and recovery, but the patient was in for a refill today, and there was no record of a motor stall or recovery in the logs. Per the hcp, the last event occurred in august which was programming steps that corresponded with the patient¿s last refill. It was noted that the patient confirmed that at the time he began withdrawing, he did not have an MRI. He stated that he was sitting in a chair and no emi (electromagnetic interference) occurred. Per the caller, the patient took oral baclofen which resolved the withdrawal symptoms, and he had not experienced anything like that since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.